Event description:
A pt on a barimaxx ets mattress replacement system had difficulty being oxygenated while being transported from one site to another in the hospital. He developed respiratory and subsequently cardiopulmonary arrest and was resuscitated. He subsequently developed an anoxic brain injury and expired in 2008.

Manufacturer narrative:
Kci medical investigation indicated that the pt was on a renal metabolic unit and was being transported off of the unit for testing. In order to transfer the pt, the bed was unplugged, which caused the bed to deflate. It was reported that the center sections of the mattress were deflating while the side bolsters were still inflated. This caused the pt's shoulders to be pulled forward because they were being supported more than the central portion of the pt's body. The transport nurse noted the pt pa02 was decreasing and subsequently the pt had cardio-respiratory arrest. The pt was resuscitated; however, he subsequently developed an anoxic brain injury and expired in 2008. The risk manager at the hospital reported that they could not determine from their investigation if unplugging the mattress for transport caused or contributed to the pt's death. Kci quality engineering evaluated the bed, and found that the asset functioned properly. Investigation concluded that the deflation was due to the unit being unplugged for transport. An alarm sounds when there is no power to the unit.